Event description:
Caller reported that the quick bolus/wake button on the pump was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller on how to press the button properly, but as the issue persisted, it was decided to replace the pump. The customer was advised to use multiple daily injections (mdi) as backup therapy and was given instructions on how to put the pump into storage mode before returning it using a pre-paid label.